Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of approximately 50 mg/dl, tiredness, dizziness, and confusion. Reportedly, the customer delivered a bolus for carbohydrates, however, customer did not consume the anticipated amount of carbohydrates. Reportedly, the customer required assistance from friend to treat bg level via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.